Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced pain at the ipg site. It was also reported that during surgical procedure on (B)(6) 2025 to address pocket pain, wherein the device was placed into surgery mode, the ipg became unable to communicate with external devices. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue to address the issue.

Manufacturer narrative:
The reported event for pain at the ipg site was not confirmed. This event is related to patient factors and cannot be confirmed through product analysis testing. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue. The ipg was functionally tested and passed all testing.